Manufacturer narrative:
Event date approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for essential tremor. It was reported that the ins recharger (insr) battery indicator stops at 85-90%. Yesterday, they recharged for 1.5 hours and the indicator stopped at 85-90%. It was noted they always got 8 coupling boxes. It was reviewed the battery indicator increases in 25% increments and it could take some time to charge to 100% when the ins is on. The patient stated the event date was may 15th, but it was realized that was a future date. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the cause for the recharger battery indicator stopping at 85-90% was determined and the issue was resolved. The consumer was asked what steps were taken to resolve the recharger battery indicator stopping at 85-90% who responded with ¿yes.¿ no patient symptoms or further complications were anticipated.